Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator left (mtml). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was returned for failure analysis, and the reported failure was confirmed on site via system logs and pulled errors 319, 28292, and 48276. A visual inspection was performed and found no problem related to the reported issue. Fa checked and verified errors 319, 28292, and 48276 in lighthouse (aperture) and installed on an internal equipment, fixture, or tool (eft) system, then powered on. The system powered on and right away was faulted with a 48292 error. Fa confirmed reported issues on the system and further failure analysis will be required. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to an electrical component failure within the mtml. The problem can be resolved by replacing the mtml.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced and error 48276 at start up. Site did a hard restart with no change. Site has another system they can move the case to. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team re-tested the master tool manipulator (mtm) on an in-house system and surgeon side console fixture test platform (sftp) and it failed with multiple faults. Issues were found with axis 5 encoder joint. The unit was externally connected to the printed circuit assembly (pca) to the manipulator controller master platform (mcmp) and failed on initial manipulator again. Due to the errors, the unit was transferred to engineering for further review and found the manipulator controller master base driver (mcmbd2) pca board damaged and potentially the gimbal as well.

Event description:
Refer to h11 for follow-up information.